Event description:
The unit was returned to a covidien svc ctr for svc and repair. Upon triage it was found that the power cable is burned at the pump side.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.